Event description:
Allegedly, this patient was revised due to following mom complications: stiffness, cobalt and chrome metal ion poisoning, and bone tissue damage, swelling, among other problems, (right).